Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient was trying to get out of bed. She was diaphoretic and ¿lost control of her hands and feet¿ causing her to fall and break her shoulder. The patient was wearing a tandem insulin pump. The patient could not recall what the cgm was reading or if there was an error message being provided at this time. It was reported the patient¿s husband took her bg meter reading which was 234 mg/dl. The patient¿s husband also called 911. The patient could not recall if emergency medical services took another bg meter reading or provided her with any treatment once they arrived, but she was transferred to the emergency room. At the emergency room, the patient¿s bg level was 1000 mg/dl. It was reported the patient was treated with a glucose drip; however, this would be contradictory for a bg level of 1000 mg/dl. Attempts to clarify this with the patient were unsuccessful, as the patient stated she could not recall all the event details any longer. The patient was discharged home on (B)(6) 2024. The patient was suffering from pain due to her broken shoulder at the time of report. The patient reported she has a home health nurse helping her with therapy. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f18 rehabilitation h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.